Event description:
It was reported that a patient underwent an atrial fibrillation(afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient suffered cardiac tamponade requiring a pericardiocentesis, a vessel perforation and bleeding. It was reported that the inferior vena cava seemed to have been punctured during insertion of smart touch sf catheter into ra (right atrium). Timing was during insertion of smart touch sf catheter into ra. Hemostasis was achieved by medication. Atrial septal puncture was performed. Cardiac tamponade was detected by CT contrast after the procedure. Steam pop was not observed. The flow rate of the irrigation catheter was set at 15 ml below 30 w and 15 ml above 31 w. Description of health problems: punctured inferior vena cava. Progress : the bleeding was stopped by medication and confirmed by contrast, and the patient is now discharged from the hospital. Physician's judgment on health hazard: non-serious (moderate/minor). Cf monitoring methods: dashboard; visitag. Visitag coloring settings : tag index. Visitag additional filters: fot. Causal relationship with the product : unknown. The physician's opinions on the relationship between the event and the product was that since the patient had a tortuous inferior vena cava, the smarttouch sf catheter did not progress to the ra side easily and the physician had to poke which may have punctured the vena cava in the process. There were no abnormalities observed prior to and during use of the product. The complaint product(s) will not be returned for analysis. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure and patient condition. Drug administration to stop bleeding. Outcome of the adverse event was fully recovered. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data -no special notes. Other relevant history -no special notes. Smart ablate generator was used, product code: m4900207, serial number: (B)(6). Transseptal puncture was performed by rf needle. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. The event occurred after ablation phase. Irrigated catheter was used in the event, the flow setting was pre:2s, post:4s. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Dashboard and vector was used. Visitag module was used, parameters for stability used was visitag 2.5m,3s,25%,3g, tag size. Additional filter used with the visitag was fot. Tag index was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000059 number, and no internal action was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).